Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product not returned.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery on (B)(6) 2023 the dermatome device allowed for the improper insertion of the blade, which led to a full thickness graft which was not useable and sutured back into place over the graft site followed by requiring a second graft site for a partial thickness graft. No additional patient consequences were reported as a result of this malfunction. Due diligence is complete. No further information is available.